Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for connectivity issue since the device was not returned for evaluation. Based on the available information, the exact cause of the issue can not be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Explanted date: device was not explanted. Occupation - lead neuro tech. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the when angio-seal sheath and device were put together and the tech heard the first click then the second, the device was pulled back and the sheath came out. It pulled out with all the tension. Patient was in stable condition. The procedure finished good. There were no other devices or equipment used with the reported product. Additional information was received on (B)(6) 2021: a 8fr sheath was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre deployment angiogram was performed. The angio-seal achieved hemostasis. Additional information was received on (B)(6) 2021: the procedure was a cerebral aneurysm coiling.